Event description:
It was reported that during set up or inspection, the mdu was getting hot. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection found no issues. A functional evaluation revealed stuck suction control valve handle. No overheating was noted during testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of overheating was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. The failure of a stuck suction control valve handle was confirmed, and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the reported event include a buildup of corrosion/debris around the valve from repeated exposure to cleaning and sterilization processes over time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H8: usage of device updated to reuse.